Event description:
The flight nurse reported that she was using ventilator on a patient and was getting very erratic readings such as exhaled tidal volumes greater than 6 liters with numbers fluctuating. Patient was stable with good end tidal co2 and oximetry readings. Continued using the ventilator despite readings. Another individual was later using the ventilator and the same thing occurred with I:e ratios becoming inverse periodically. The ventilator then shut down on a patient. Uknown if any alarms occurred. No patient harm in either case.